Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following the successful deployment of the aortic body stent graft, a two year follow up computed tomography (CT) showed a type 1a endoleak. The physician identified contrast outside the graft lumen. On (B)(6) 2016, the physician elected to seal the endoleak with coils. The procedure did not resolve the endoleak and the physician is planning an additional intervention to place a non ovation device. To date there has not been an additional patient intervention reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the case owner, the patient returned for a follow-up CT and showed no evidence of a type ia endoleak but rather a type ii endoleak from multiple lumbar arteries entering the aneurysm sac. There was also enlargement of the aneurysm noted. The physician elected to convert the patient to open surgical repair and explant the stent graft and place a surgical graft. As of the date of this report, there have been no additional patient sequelae reported.